Manufacturer narrative:
Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the pt has developed skin irritation under the tape collar of the device. The issue was persisted for approximately 2 years. The pt was advised by her wound and ostomy care nurse to discontinue using the device and opt for a different brand/model of device. No further information was reported.